Manufacturer narrative:
This report is submitted on september 12, 2022.

Event description:
Per the clinic, the patient underwent an abutment replacement surgery under general anesthesia on (B)(6), 2022 due to skin overgrowth and crusting on the abutment.